Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 522 mg/dl. The customer complained of vomiting and stated that the insertion site had been occluded but the insulin pump had not informed him of it. He stated that he blacked out leading up to the event. He was treated with an insulin drip. He declined to check for the presence of leaks or air bubbles in the tubing and reservoir. He declined to check for possible site or insulin issues. He also declined to check his settings. He was unable to complete troubleshooting due to lack of tubing clamps, which he was advised would be sent. The most recent blood glucose reading was 124 mg/dl. The customer also stated that the insulin would squirt out on some rare occasions, and he could not get to the fixed prime step. He declined troubleshoot assistance for this. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-49542 . (B)(4).